Manufacturer narrative:
The investigation into the battery failure issue has been completed. The impella automated controller was returned for investigation. A review of the logs noted consistency with the complaint intake. The long-term log analysis of the battery data reveals that beginning before the complaint date of occurrence, cell 1 voltage of battery 2 had been declining for an extended period of time. It was confirmed that the persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When the console was booted for the first time during bench testing console alarms were consistent with what was seen in the field. The battery failure alarm was due to a defective battery 2 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant notified the clinical consultant that the automated impella controller (aic) generated a battery failure alarm. There was no patient harm reported.